Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator turns on and off spontaneously. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 27sep08. The manufacturer's field service engineer (fse) performed troubleshooting and inspected the device. The customer was given and estimate for the cost of repairs. The customer declined repairs stating they are likely to use a 3rd party contractor. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.